Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under the front therapy electrode. The area was described as a red rash. The patient's doctor recommended the patient clean and care for the skin regularly. During a follow up, the patient reported that the rash had improved.